Event description:
On 30-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported on (B)(6) 2019, the infusion set's tubing had pulled apart from the site itself, overnight and blood glucose level was like in 100s mg/dl and woke up at 220 mg/dl. Reportedly, the blood glucose level was still rising. They had faced same issue one day before in the morning prior to this complaint. The patient woke up at 02:00 in the morning, and blood glucose level was 300 mg/dl, which was rising and tubing was hanging down by the feet. The site location was around abdomen and the pump was located under the pillow. The detachment occurred at the site. The infusion had been in use for years. The patient did not think that it sleeps too rough. The patient used humidifier while sleeping and stored infusion were stored in zip lock bag. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported the tubing had pulled apart from the site itself, overnight and blood glucose level was like in 100's mg/dl and woke up at 220 mg/dl. Reportedly, the blood glucose level was still rising. The had faced same issue one day before in the morning prior to this complaint. The patient woke up at 02:00 in the morning, and blood glucose level was 300 mg/dl, which was rising and tubing was hanging down by the feet. The site location was around abdomen and the pump was located under the pillow. The detachment occurred at the site. The infusion had been in use for years. The patient did not think that it sleeps too rough. The patient used humidifier while sleeping and stored infusion were stored in (B)(6) bag. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.